Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows minimal electrode wear with contamination/discoloration on the screen and scratch/scuff marks on the spacer and cap. The insulation at distal end is burnt and compromised. The suction line is cut. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible quantum controller and registered an e-7 error. After by-passing the error, the wand performed as intended. The cut suction line was tested by using a syringe and performed as intended. The complaint was not verified as the control by the associated foot switch and the integrated buttons on the handle performed as intended. Several root causes could have contributed the reported e-7 error. The rf controllers may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to this kind of errors include disconnecting the wand from the controller after power has been turned on; previous use or incorrect power cycling of the controller. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that the wand was activated although the surgeon does not control footswitch and button of the wand. A backup device was available to complete the procedure with no delay or patient injuries.